Event description:
A low reading issue was reported with the adc device. A customer reported receiving a low sensor scan of 83 mg/dl when compared to a competitor meter result of 132 mg/dl. The ambulance was called to the customer¿s home and an unspecified medical treatment was provided. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "around 6 months ago" from the awareness date. All pertinent information available to abbott diabetes care has been submitted.